Event description:
Same case as: 2134265-2015-02682. It was reported that the burr became stuck on the rotawire. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length, was located in the moderately tortuous and severely calcified, 3.00mm in diameter, left anterior descending artery (lad). A 330cm rotawire and a 1.25mm rotalink¿ burr were selected to treat the target lesion. During testing outside the patient, the burr got stuck on the guide wire and stop burring. Furthermore, the system was observed to stall. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. A visual examination of the complaint unit was carried out and no issues were noted. An attempt was made to retrieve the handshake connection from under the catheter body. It was not possible to retrieve the handshake connection. The housing of the catheter was dismantled in order to retrieve the handshake connection. The handshake connector was contained within the sheath of the catheter. The sheath was cut and the handshake connector was exposed. The handshake connection was detached separated. The coil proximal to the handshake connection was also observed to be kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the burr became stuck on the rotawire. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length, was located in the moderately tortuous and severely calcified, 3.00mm in diameter, left anterior descending artery (lad). A 330cm rotawire and a 1.25mm rotalink&#10242;urr were selected to treat the target lesion. During testing outside the patient, the burr got stuck on the guide wire and stop burring. Furthermore, the system was observed to stall. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).